Event description:
It was reported the patient experienced pain at the ipg pocket site due to suspected possible infection at the site. As such, the patient underwent surgical intervention where the ipg was explanted.

Event description:
Follow-up information revealed the patient's infection was treated with antibiotics and no additional information is known at this time.